Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (B)(4) found broken connector pins.

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging and the connector pin was broken. The patient needed to recharge because the implantable neurostimulator (ins) went dead the day of the report. No patient harm reported. The indication for therapy was spinal pain. Additional information from the patient reported that they did not have concerns with their device or therapy. They had received assistance from their doctor or manufacturer representative on (B)(6) 2015 and their concerns were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.